Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00596: screw 2, 3025141-2019-00597: plate.

Event description:
While inserting screws into a wrist spanning plate, two of the screws broke upon insertion. The broken screws were removed. There was a 45 minutes delay in surgery as a result.